Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer has not been using the insulin pump and has lost his sixth sensor because of sweat issues. Now that the weather is changing, the customer wants to use it again. Customer stated that it has been three months since he last used his insulin pump. Pump did not have a warranty date on it and call was transferred. No additional information provided.